Manufacturer narrative:
Correction to the initial MDR in block d6b (explant date). D6b should have been in 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 20318165/20459859. Product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(6); batch: 20633777.

Event description:
It was reported that the patient underwent an ipg explant procedure due to pain at the pocket site. Additional information was received that the patient leads were also explanted. The explanted devices will not be returned.

Event description:
It was reported that the patient underwent an ipg explant procedure due to pain at the pocket site.